Event description:
It was reported that the bd maxzero needleless connector had an occlusion. The following information was provided by the initial reporter: needless connector (nc) did not allow free flow of saline when connected to IV line. Upon further investigation after removing nc from line, nc required forceful flush in order to achieve patency. 1 per week noted to have this issue for the past 2 months. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? During priming please confirm what medication was being administered during the event? Normal saline (nil medication) please confirm the make and model of the connecting products? Volumat line (fresenius kabi ref: vlst22), bd max zero, stopcock (bd connecta ref: 394995) please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? Nil visible please confirm if the connecting product has a luer slip or luer lock connection? Luer lock please confirm whether the flow was completely or partially blocked? Flow was completely blocked until forceful flush please confirm if there is any patient impact? Nil. Please confirm how many products are affected? 1.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: a mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25025415. The feedback provided by the customer states that, "needless connector (nc) did not allow free flow of saline when connected to IV line. Upon further investigation after removing nc from line, nc required forceful flush." Further information from the customer has stated that completely blockage was noticed during priming of normal saline (nil medication) until forceful flush. The connecting products used were volumat line (fresenius kabi ref: vlst22), bd max zero and stopcock (bd connecta ref: 394995) and the connection was luer lock connection. No visible damages were observed with the product and there is no patient impact. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25025415 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.